Event description:
A healthcare professional reported that during a surgery ophthalmic knives were found to be dull. The surgery was completed by an alternate knife. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Four unopened ophthalmic knives in blisters were received for the report of the knives are blunt. The returned samples were visually inspected and were found to be conforming. The samples were then functionally tested and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. The returned unopened samples were found to be conforming, therefore a dull knife as described in the complaint was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).